Event description:
It was reported to covidien on (B)(4) 2013 that the customer had an issue with electrodes. The customer states that the infant received a skin irritation after removing the electrodes. The irritation appeared to be red and oozing. The infant was not given any medication. The customer states that they took the leads off the area and the area began clearing up. The infant was wearing the electrodes for more than two days and bathed two times per week with baby magic. The customer further states that there were no creams used during skin preparation.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.